Event description:
The customer reported that the hard drive went out and the system would not boot up. The field engineer noted that the system would not boot due to hard drive boot disk failure. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.